Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that insulin did not exit the tubing with fill tubing. Customer stated that the pump does not work properly, the piston doesn't seem to rewind enough. The insulin does not come out despite changing the infusion set. Customer stated that they have also carried out the self-test and the pump did not vibrate. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin flow block alarms, rewind anomaly, and alleged high blood glucose found on (B)(6), 2022. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and delivery accuracy test at .0873 inches. No unexpected insulin flow blocked alarms noted during testing. No rewind alarm/alert/anomalies noted during testing. The motor was tested outside of the device and passed. Pump successfully downloaded to thump. Verified the insulin pump alarmed no delivery during bolus on (B)(6) 2022 at start time 08:28:55.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, and pillowing keypad overlay. Insulin pump passed function testing. No unexpected insulin flow block alarms noted during testing. No unexpected rewind alarms/alerts testing. The motor was tested outside of the device and passed. Unable to confirm alleged high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.